Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the patient underwent tevar (thoracic endovascular aortic repair), where a zta-p-38-167 was implanted in the descending aorta right distally after lsa (left subclavian artery). After deployment the first stent row of the stent graft was crushed and looked compressed. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No information regarding patient´s anatomy in the area of the stent graft implantation, difficulties experienced during deployment or additional intervention planned in the future due to this occurrence was provided. The lot number of the complaint device was not provided. Review of the device master record showed adequate controls in place to ensure that this type of device is manufactured to specifications. The images from the angiography procedure from an unknown date including 3d reconstructed images either from a CT study or rotational angiography at the time of implant were provided and reviewed along with a complaint report by the imaging expert. Per the findings in the imaging review "the zta graft is implanted in the proximal descending ta (thoracic aorta) distal to the lsa (left subclavian artery). The stent segments of the graft all appear appropriately expanded and intact. The proximal bare stent is expanded (not crushed) with partial constriction of the adjacent stent peaks at the superior aspect along the greater curve. The stent appears to be deployed slightly at an angle towards the greater curve and the constrained peaks are likely abutted against the outer aortic wall. The lsa appears patent". Per the impressions in the imaging review "assessment is limited based on the images provided. Preop and postop CT (computer tomography) imaging would be needed to better assess the proximal stent position and the aortic anatomy at this location". Several attempts have been made to obtain the additional information and CT images without success, and based on the provided information and imaging review of the provided screenshots of the CT images crush of the proximal stent cannot be confirmed. Based on imaging review, the provided screenshots of the CT images show very mild constraint of the superior segment of the proximal bare stent likely due to slightly angulated deployment against the aortic wall along the greater curve. The investigation will be reopened if CT images become available. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: the deployed zta looks compressed. First stent row was crushed. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.